Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h3. Based on the results of the investigation and the information provided, the root cause of the foreign matter remaining in the equipment could not be identified. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issue can be detected/prevented by following the instructions provided in: such events can be detected and prevented by following the IFU. The detection method is described in chapter 3, "preparation and inspection," of the operation manual for gif/cf/pcf-290 series. The instruction manual for use gif/cf/pcf-290 series, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. Olympus will continue to monitor field performance for this device.